Event description:
It was reported by a customer that there was decrease in fiber vaporization efficiency at 52,741 joules into the case. The procedure was continued with another fiber. Neither the patient nor the end user experienced any injuries as a result of this event.

Manufacturer narrative:
The vent description the customer reported into the manufacturer did not indicate a potential patient safety issue. The device was subsequently returned to the manufacturer and analyzed. The results of the failure analysis disclosed that the fiber cap was intact and attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification, crater and melted glass. Based on the analysis findings, the cap condition would result in a potential safety issue (forward firing). The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes (B)(4) cap refer tot he results cod (B)(4) thermal problem.